Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, hyperlipidemia, peripheral vascular disease, prior stroke, cerebrovascular disease, prior carotid surgery, chronic kidney disease, chronic obstructive pulmonary disease, liver disease, atrial fibrillation, congestive heart failure, coronary artery disease, coagulation disorder, drug abuse, smoking, alcohol abuse, cancer. Complications reported included death, stroke, re-intervention, surgical intervention, heart failure hospitalization, atrial fibrillation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: as this is from a literature review, the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article "surgery and transcatheter intervention for degenerative mitral regurgitation in the united states" was reviewed. The article presented a retrospective multi center study, to evaluate practice trends and 3-year outcomes of transcatheter edge-to-edge repair (teer) and surgical repair for degenerative mitral regurgitation in the united states.. Devices mentioned include mitraclip. The article concluded that among medicare beneficiaries with degenerative mitral regurgitation, an increase in teer utilization was associated with worse survival, increased heart failure readmissions, and more mitral reinterventions.. [The primary author and corresponding author was joanna chikwe, at cedars sinai medical center, los angeles, california with corresponding email *joanna.chikwe@cshs.org*. The time frame of the study was 2012 to 2019. A total of 27,170 patients were included in this study, of which 7,755 underwent transcatheter edge to edge repair (teer). Average age was 81 for teer and 71 for surgical repair, majority gender was female for teer and male for surgical intervention. Comorbidities included diabetes, hypertension, hyperlipidemia, peripheral vascular disease, prior stroke, cerebrovascular disease, prior carotid surgery, chronic kidney disease, chronic obstructive pulmonary disease, liver disease, atrial fibrillation, congestive heart failure, coronary artery disease, coagulation disorder, drug abuse, smoking, alcohol abuse, cancer. Peri and post-procedural complications included death, stroke, re-intervention, surgical intervention, heart failure hospitalization, atrial fibrillation.